Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other xience v referenced is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented with cardiac arrest due to recurrent ventricular tachycardia and congenital heart block (chb). The procedure was to treat a mildly tortuous and mildly calcified de novo lesion in the proximal right coronary artery (rca) that was 95% stenosed. Coronary angiography showed ruptured plaque with timi ii flow in the proximal rca. Therefore, a 3.5 x 15 mm and a 3.5 x 18 mm xience v stent were urgently implanted. Timi 3 flow was achieved and the patient was transferred to the intensive care unit. However, the patient experienced another cardiac arrest due to recurrent ventricular tachycardia (vt)/ventricular fibrillation (vf) and electromechanical dissociation. A temporary pacemaker was inserted and emergency angiogram was done immediately. However, the patient died 3 hours later due to electromechanical dissociation. Dual anti-platelet therapy (dapt) was not administered as the patient succumbed before dapt could be administered. The xience v stents reportedly did not contribute to the vt/vf. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of ventricular tachycardia and death are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that per the report, the patient presented with cardiac arrest and was emergently treated with 2 xience v stents, both of which were deployed in the right coronary artery (rca). The images provided for review do show the ruptured plaque in the rca and the subsequent stent deployments which resulted in the reestablishment of timi 3 blood flow (normal flow which fills the distal coronary bed completely). Per the report, the patient was transferred for recovery to the intensive care unit (ICU) although within 3 hours suffered a reoccurrence of cardiac arrest. Additional resuscitation efforts, including repeat angiography, failed to revive the patient. As there appears to be no device failure that would lead to the repeat cardiac arrest it is probable that the reoccurrence of the cardiac arrest was due to the patients presenting symptoms. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.